Event description:
A consumer reported having tired, irritated eyes, as well as, blurry vision following bilateral intraocular lens (iol) implant surgery. She was referred to a cornea specialist and was told she has dry eyes. She was given medication for the dry eyes which did not help and she discontinued. She is using glasses for reading. She stated that the doctors have told her the lenses are perfectly placed and not the cause of her complaints. In a follow-up, in the surgeon's opinion, the device did not cause/contribute to the event. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 11/07/2008, 11/11/2008, 11/21/2008, and 11/25/2008 by phone, fax, and mail. A completed questionnaire was received on 12/01/2008.